Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, it was attempted to set the power handle to slow mode before firing the device, but it could not be fired. It was also reported that the green indicator was able to illuminate. A new handle was used to complete the procedure. When the device was checked, even though the lower right rotation button was pressed, it did not work. The handle was then returned to the charger and then inserted into another shell, but the same issue occurred wherein it was unable to perform rotation. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no visual abnormalities. Functional testing confirmed both green buttons worked properly. The device was also able to enter firing mode. The rear handle housing was removed and no damage was found on the circuit boards or connecting flex circuits. During functional testing, a switch was found to be nonfunctional. When the corresponding key was pressed, the handle didn't respond. A review of the system logs showed that the user never pressed the green button to enter firing mode. It was reported that the instrument did not activate and execute the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws of the device did not rotate. The reported issue was confirmed. The most likely cause was traced to a component issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.